Event description:
We are finding that when staff are using the "repeat rx" function on this pump and a change is made to the bolus initiate time; the change appears on the display but the pump operates on the original time. The actual change does not store in the configuration of the pump. This may cause an over/under infusion. This has happened more than once but to our knowledge staff have noticed it before it affected the pt.